Event description:
The customer reported that the device failed opcheck with an associated autotest therapy pca failure error. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted upon completion of the investigation.